Manufacturer narrative:
Based on the information reported in the medwatch report #mw5079321, patient experienced swelling/pain/burn following the laser procedure. The patient has lichen sclerosus and received an anesthetic local injection to address the pain. However, we are unable investigate further into the event of medwatch report #mw5079321 because there is no information identifying the patient, healthcare professional, or address of the laser treatment. There is no information regarding the patient's name, healthcare professional's name, or any relevant contact information. The report does not list a telephone number or email address to contact the patient or healthcare professional. Therefore, we are unable to determine the exact device details such as serial number and catalog number involved in this event. Since we are unable to confirm / obtain additional information about this event, cynosure can only rely on the relevant details listed in the #mw5079321 report to form an evaluation. With the limited information per #mw5079321, we consider the device was utilized per its intended use, specifically for the incision, excision, ablation, vaporization and coagulation of body soft tissues in gynecology. We believe that most likely the event might have been caused by user error because the operator (gynecologist) may have wrongly taken into consideration the patient's pre-existing health condition. The device is marketed in the us under 510(k) k133895. Without a model number, serial number, or contact information, we are unable to perform a device evaluation or provide further information regarding the device involved. In response to the patient's experience and intervention of a local anesthetic injection per mw5079321, this is a reportable event.

Event description:
Patient experienced discomfort and pain following a laser procedure.